Manufacturer narrative:
Follow-up #2: date of submission 05/02/2017. The pump has been returned and evaluated by product analysis on 04/11/2017 with the following findings: a review of the pump¿s black box history showed loss of prime warnings with low non-zero force. During testing, the pump successfully completed the ezprime steps and 24 hour duration test with no loss of prime warnings occurring. The force sensor calibration was found to be within required specification. The loss of prime issue was shown in the pump history but was not duplicated during investigation.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(4) 2017, the reporter contacted animas, alleging a prime (loss of prime) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Device evaluation: the cartridge has been returned and evaluated by product analysis on 03/07/2017 with the following findings: evaluation revealed that the cartridge passed visual inspection with no damage or defects noted. A fill test was completed with no air bubbles being formed inside the cartridge. A leak test was performed with no failures being observed; no leaks were observed from the luer connection, o-rings, or anywhere else in the cartridge. There was no defect found.